Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Device delivered incorrect voice prompts.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 350p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 350p from heartsine technologies, (B)(4) on the 22nd may 2017. On receipt of the device the history and memory logs were downloaded. The device was found to have recorded five self-test fails during manual power cycles. The user would have been alerted with a "warning device service required" prompt and a flashing red status led. On receipt the pad clock failed to increment and a nonsensical date and time were displayed. The device was tested on the calibrated equipment and delivered a test shock without fault. An attempt was made to synchronise the device date and time with the pc time and date, this was unsuccessful and the date and time remained corrupt. The device was disassembled for investigation. Upon visual inspection, no abnormalities were found. The real-time clock circuitry was scrutinised and a component of the circuitry was found to be faulty. The component was replaced for testing and all faults were rectified after the component being replaced. Throughout testing all audio prompts were given as expected. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.